Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient received the ins for the treatment of bladder and bowel issues. The reason for the call was that the patient had the system implanted yesterday, and asked for some help accessing the therapy application. It was reviewed how to use the external devices, and the patient increased amplitude. They stated they were feeling the stimulation sensation more in their hip rather than the pelvic floor where they were meant to feel it. It was recommended they keep stimulation at a comfortable level and discuss their symptoms with their managing physician at their follow up appointment. Three days later, they reported that since the device was implanted, they were not feeling stimulation in the bike seat region, and it was not helping for their bladder symptoms, but it was helping with the bowel. They stated the trial helped with both. The manufacturer help line walked the caller through changing from p3-1.9 volts, to trying several different programs, but the caller stated they were not feeling it in the correct location; they were feeling it more in their buttock. They stated they would try more settings now that they knew how to use it when they got home and were more comfortable. They would monitor their symptoms after making changes to the stimulation settings, and would follow up with their doctor if it did not resolve. They were redirected to their doctor if the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.